Manufacturer narrative:
As received, a partial lead was returned for evaluation in two pieces. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During a unrelated device explant procedure, the device was interrogated and it was noted that the pacing impedance was high on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.